Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The lens was returned in a contact lens case. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4)

Event description:
A nurse reported a patient with complaints of things looking hazy and smearing following intraocular lens (iol) implant. A lens exchange was performed approximately two months later with a lens from a different manufacturer.